Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted; (B)(6) 2017; dtba1d4 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) leads exhibited a high pacing threshold. The lv leads were capped and replaced with an intravenous lv lead. No patient complications have been reported as a result of this event.